Event description:
It was reported that the procedure was to treat the internal right carotid, in which three (3) physicians were involved in the case. A cook shuttle sheath was used, the accunet was inserted and deployed beyond the lesion, a viatrac 4.0 balloon catheter was used for predilatation, and acculink 8x30 was deployed at the lesion site, and a viatrac 5.5 balloon catheter was used for postdilatation. The recovery catheter was then advanced by one physician while another physician was holding onto the wire. Resistance was felt going over the wire and then the recovery catheter was dropped down. At that time a loop/kink was observed in the wire. The cook shuttle sheath was then pushed up, which created a larger loop/kink. The recovery catheter was then pushed up through the stent to the filter basket, capturing it. The wire, recovery catheter and sheath were all pulled back together, however, the wire at the rx notch broke. The wire was then pushed up to see the filter basket, but it was not seen. Fluoro was used, but it was not seen. The recovery catheter was split open, but it was not there. The filter basket was found in the sheath. The part of the wire that broke was thrown out. There was nothing left in the patient and there were no patient effects. No other info was available.